Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated 2 electrical resets. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a power on reset due to ¿¿battery supply low."an review of the device status indicates that the battery voltage appears to be normal. The device remains in use. No patient complications have been reported as a result of this event.